Event description:
It was reported that lead migration or dislodgement was observed and high impedance was identified on the day of surgery, with impedance values reported as ¿all were red, 40000.¿ troubleshooting was performed, including an impedance check and a battery port check using the old battery and a newly replaced implant battery. The product was explanted, and the issue was reported as resolved. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep did not have much information prior to surgery, they believe the pt was having issues charging and the battery died, potentially reaching eos.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.